Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Customer will get a new battery. Most likely underlying root cause: mlc-44-user has low battery. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the initial concern was resolved; customer stated that the product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call. Customer is satisfied.

Event description:
Consumer reported complaint for low battery symbol accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer felt well at the time of the call but report symptoms of headache on a previous event. Medical attention is reported as a result of the previous blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 06/14/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer was using another person's meter (because of the battery issue they were experiencing with our meter) and got a result of 500mg/dl fasting. Meter display low battery symbol when the strip is inserted and when circle button is pressed. Customer had a headache and was not feeling well. Customer called the ambulance and was in the emergency room 15 minutes later. While at the emergency room her blood sugar read 500mg/dl fasting also. Customer was diagnosed with hyperglycemia and was given insulin according to her blood sugar to bring it down. Customer's insulin was also increased from 18 to 20 units. Customer got to the hospital on (B)(6) 2018 and was discharged on (B)(6) 2018. Customer was advised to purchase a new battery.